Event description:
It was reported that on (B)(6) 2023, a 23mm navitor transcatheter aortic valve was chosen for implantation utilizing an unknown flexnav delivery system. The patient presented with sinus rhythm. Native valve dimensions were: valsalva diameter: 29mm, valsalva sinus height: 16mm, valve orifice area: 328cm2, and circumference of valve ring diameter: 66.3mm. A pre-dilation was performed prior to implant. The navitor was implanted successfully at a depth of 5mm at non-coronary cusp (ncc), and 3mm at left coronary cusp (lcc). After the procedure, the patient developed heart block and a permanent pacemaker was implanted. The patient is reported to be stable.

Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was implanted successfully at a depth of 5mm at non-coronary cusp (ncc), and 3mm at left coronary cusp (lcc). After the procedure, the patient developed heart block and a permanent pacemaker was implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient is reported to be stable. Based on the information received, the cause of the reported event appears to related procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 23mm navitor transcatheter aortic valve was chosen for implantation utilizing an unknown flexnav delivery system. The patient presented with sinus rhythm. Native valve dimensions were: valsalva diameter: 29mm, valsalva sinus height: 16mm, valve orifice area: 328cm2, and circumference of valve ring diameter: 66.3mm. A pre-dilation was performed prior to implant. The navitor was implanted successfully at a depth of 5mm at non-coronary cusp (ncc), and 3mm at left coronary cusp (lcc). After the procedure, the patient developed heart block and a permanent pacemaker was implanted. The patient is reported to be stable.